Event description:
A nursing assistant reported the system shut off and could not be restarted prior to beginning the procedure. The surgeon opted not to cancel the case and to perform an extra capsular cataract extraction (ecce) instead. There was no patient harm reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown. (B)(4).